Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire was missing. The transmitter was not snapped onto the sensor pod at the time of sensor removal. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).